Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the cardiologist that the patient had recently underwent a pump exchange due to infection. According to doctor, the patient has had increasing lactate dehydrogenase (ldh) from 800 to 1500, creatinine has bumped up from 0.8 to 2.0, and urine remains clear and yellow. Inr at 2.3 and no current infection. Ramp study has been completed with left ventricular off loading appropriately and aortic valve remaining closed. Pump speed was increased from 8800 to 9600. Patient has sweating disorder and fluid volume is a concern and the patient experienced had multiple pi events throughout the night. Intravenous fluids have been increased and are currently being given.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.